Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "thin layer of periprosthetic fluid"; rupture.

Event description:
Healthcare professional reported left side rupture confirmed by MRI and "thin layer of periprosthetic fluid". The patient was underage during initial breast augmentation with silicone devices. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical damage and broken device assessed as unidentified (tear) opening (shell thickness within specification), both patterns along the same edge and missing shell assessed as inconclusive. Seroma-late: unable to observe since it is not related to the device. Use error ¿underage: unable to observe since it is not related to the device. Additional observations: brown particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and seroma-late confirmed by MRI. "The patient was 20 years old when the silicone breasts were implanted", therefore underage. The device has been explanted.